Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16789. Related manufacturer reference number: 2017865-2021-16793. It was reported that noise was reported on both atrial and ventricular channels, causing inappropriate ams and oversensing in the ventricular channel. The clinician made programming adjustments to unipolar tip for both atrial and ventricular sense which resolved the issue. There was lead noise on both channels easily replicated with arm movements. It is unknown if the cause of the noise was the pacemaker or leads. The patient was stable.